Event description:
Sudden neurosensory hearing loss may have been caused by ultrasonic teeth cleaning machine. On june 27, 1996 at about 4 pm pt was having teeth cleaned using an ultrasonic teeth cleaning machine. The technician was having problems operating the machine and said the machine was not working very well. She hit one particulary sensitive area several times, which was on the upper left side of pt's mouth. Pt experienced a headache upon leaving the dentist and 15 hrs later at 7 am on june 28, pt lost the hearing in her left ear. Pt was diagnosed at 5 pm that day (june 28) with sudden neurosensory hearing loss at hospital's ER. On june 30 pt saw an ent dr who confirmed the original diagnosis. On july 3, pt saw another ent dr who confirmed the diagnosis. On july 15 pt saw a specialist at the ear clinic who confirmed the diagnosis.